Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and the receiver's plastic window is damaged. Receiver charged and will boot failed due to perpetual rebooting. The receiver was opened and the ui pcba was detached to download the reciever log and passed. It was reviewed and no firmware errors were observed related to the complaint. The receiver case was opened for interior inspection and the new speaker was installed. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed as testing could not be completed because of perpetual rebooting.. A root cause could not be determined.